Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on the rv and far-field channels in a vf recording transmitted to home monitoring. One shock was delivered as a consequence of the noise. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.